Manufacturer narrative:
The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for ise (IFU) with no problems noted. The inflation device used was unknown, and the ratio of contrast to saline was one to one (1:1). The inflation device was used subsequently without any reported problem. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician attempted to inflate the firestar 3.5 x 15 mm balloon catheter, but was unable to generate any pressure in the inflation device. The product was being used for pre-dilation. The product was removed from the patient and physician inflated the balloon catheter (outside the patient's body) and noted that the balloon was leaking contrast/saline. The target lesion was the mid right coronary artery (rca). The lesion was reported to be: de novo, heavily calcified, and a 90% stenosis. There was no reported patient injury. No additional information is available.